Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 46m abdominal aortic aneurysm. Proximal neck length was 10mm with vessel diameters 21-26mm. It was reported during the index procedure the endurant stent graft was deployed from the proximal side covering half of the renal artery which the ostium was reportedly 8mm in diameter. After the stent graft was implanted ballooning was carried out to complete the procedure. A final angiogram showed a type ia endoleak. An aortic cuff was implanted and additional ballooning was carried out. A second angiogram showed the aneurysm had decreased in size yet there was still a type ia endoleak present. As per the physician the cause of the event was due to the patients having a short,reversed-tapered proximal neck anatomy. No additional clinical sequalae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.